Manufacturer narrative:
It was reported by the customer that the gel sections on the device are separating, resulting in a worsening pressure injury for the patient. Based on previous trending complaints, a stryker qae identified that the alleged surface sagging, too soft, or not firm enough was most likely due to detached/disconnected surface internal gel. Multiple attempts have been made to gather the serial number, injury information, and treatment information, with no response received. Should a response be received, this complaint may be reopened and updated accordingly.

Event description:
It was reported that the gel sections on the device are separating. It was further reported that the patient has a worsening pressure injury.

Event description:
It was reported that the gel sections on the device are separating. It was further reported that the patient has a worsening pressure injury.

Manufacturer narrative:
It was reported by the customer that the gel sections on the device are separating, resulting in a worsening pressure injury. Based on previous trending complaints, a stryker qae identified that the alleged surface sagging, too soft, or not firm enough was most likely due to detached/disconnected surface internal gel. Multiple attempts have been made to gather the serial number, injury information, and treatment information, with no response received. Should a response be received, this complaint may be reopened and updated accordingly.

Event description:
It was reported that the gel sections on the device are separating. It was further reported that the patient has a worsening pressure injury. Additional attempts are being made to obtain more information.